Manufacturer narrative:
Device eval: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female had irritation under her lifevest. The pt had a few sores underneath the electrodes and was using a topical cream to treat them. Follow up indicates that the pt's irritation cleared up and she was given cream to use.